Manufacturer narrative:
MDR 3003442380-2024-02405 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient faced an issue with four infusion set was leaking at site. The infusion set was in use for less than three or four hours. The patient replaced infusion set and resumed insulin successfully. No further information available.